Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was reported that a non-critical alarm due to low pump reservoir occurred. The date of the event was (B)(6) 2014. On (B)(6) 2014, the patient claimed that the pump had been alarming since the afternoon of (B)(6) 2014. The alarm was a single tone alarm that the patient heard approximately every hour. The patient had not heard a critical alarm. The patient had been experiencing withdrawal for ¿a week and a half, all last week I had diarrhea and was sleeping, I couldn¿t stay awake and I wasn¿t taking any other medication, and I went to pittsburgh with my husband, and the diarrhea had kind of gone away but was still hanging around and it¿s picked up again and I¿m itching all over, I feel like the withdrawal is coming.¿ the patient also experienced increased pain and the shakes. The patient had been taking ¿senergen¿ every 5 hours for the itching. The patient presented to the emergency room (ER) with a low reservoir alarm and a reservoir volume of 0.3ml. The patient was currently in pittsburgh but was from florida and needed to find a doctor to refill the pump. The patient was seen by a physician in the ER who refilled the pump. No diagnostic testing or troubleshooting was able to be performed at this time. The pump had not been due to refill until (B)(6) 2014 and this was the 5th time that the pump had malfunctioned according to the patient. The patient stated that she experienced withdrawal ¿at least 4 times already and it always happens when I¿m out of town or on the weekend and the pump is only 4 and a half years old and I¿m only on about 3mg a day.¿ the patient had been scheduled to go in for a refill on (B)(6) 2014 as a precaution even though the pump had just been filled in june, and at that time the patient was 3 weeks out from a refill but the ¿computer¿ stated that she had 1.3ml of drug left. However, when the pump was aspirated ¿there was nothing.¿ the patient stated ¿we are going to have to replace this pump; I can¿t keep going through this.¿ the device system delivered morphine and marcaine. Patient status at the time of the report was alive with no injury. Additional information has been requested; a follow-up report will be submitted when additional information becomes available.